Manufacturer narrative:
The insufflator has been returned and evaluated by the failure analysis team and found 33002 errors in lighthouse, indicating a non-recoverable error thereby confirming the fault occurred in the field. Upon visual inspection, no issues were identified that could be related to the reported event. The insufflator was installed onto a golden system where the 33002 error was not triggered, not replicating the reported event. As a result of these findings, failure analysis could not conclude a root cause for this issue.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the error. The fse replaced the insufflator to resolve the issue. Isi did received the insufflator involved with this complaint. However, failure analysis has not completed their investigation as of the date of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, they had insufflator errors. Technical support engineer (tse) verified 33002 errors on insufflator. Customer brought in a third-party insufflator to complete procedure without issue. Customer stated they power cycled the system several times and hard power cycled the insufflator, but error came up each time. The procedure was completed with no reported injury.